Event description:
On (B)(6) 2022, a physician reported that during implantation of one biomimics 3d stent the leading edge of the stent at the distal end was mangled (distorted) on deployment.

Manufacturer narrative:
The complaint investigation is still in progress. There is insufficient information at present to determine the health impact or clinical signs associated with this reportable event. Device malfunction and serious injury or surgical intervention are listed in the biomimics 3d instructions for use. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On the 25-apr-22 a physician reported that during implantation of one biomimics 3d (bm3d) stent the leading edge of the stent at the distal end was mangled (distorted) on deployment. This resulted in flow limiting stenosis which required serial dilation and placement of an additional bm3d stent (6 x 80mm).

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The device was not returned for analysis. A list of questions were sent to the site involved and they were able to confirm that the device was flushed in accordance with the IFU. There was no occlusion of the vessel reported. Plain old balloon angioplasty (poba) and laser atherectomy were used to prepare the target lesion before the biomimics 3d (bm3d) implantation. There was no resistance experienced during deployment. The site confirmed that it was not likely that the inner luer moved during the deployment of the stent. As a result of the leading end of the stent becoming crimped, this resulted in flow limiting stenosis. The issue was noted before post dilation of the stent. Serial dilation was performed followed by exchange for a 0.035" guidewire to faciliate placement of an additional stent (bm3d 6 x 80mm stent). Following a review of the angiographic imaging which were not the original images but were taken via smartphone and provided to the complaints investigation team, it was identified that there is a distorted stent pattern at the distal end of the bm3d stent. The images did not confirm the presence of any stent fracture.the event was categorised as "distorted stent pattern" and a cause category of "unknown" was assigned. Sections b.5. And h.6. Have been updated as a result of the additional information.